Event description:
During a pelvic surgical procedure, the surgeon was using the capio device (a needle-passing device) to stitch a piece of mesh to the patient's vaginal vault. The capio has a barbed, curved needle that was in use for suturing. After approximately 3 or 4 needle passes, the surgeon stated that it felt like the capio "ratcheted" with a "clicking" type feeling. The surgeon noted that the end of the needle "sheared off" and it is assumed that the end of the small, barbed needle is now embedded in or near the patient's utero-sacral ligament. The surgeon does not anticipate that there is any adverse effect, and it was not clinically significant to explore the ligament to try to remove this very small needle end.